Manufacturer narrative:
Upon additional review it was determined that medwatch report number 2955842-2013-01882 submitted on 05/29/2013 was a duplicate of medwatch report number 2955842-2013-01887 also submitted on 05/29/2013. Please accept this record as request to retract medwatch report number 2955842-2013-01882 as the original medwatch report 2955842-2013-01887 was sent to report this event.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si vaso epididymal anastomosis procedure, the customer noted a thread on the wrist of the large needle driver instrument. No patient harm, adverse outcome or injury was reported.